Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08sep2020.

Event description:
The customer reported getting an error code consistent with air valve liftoff failure during power on self test. The remote manufacturer's service technician advised the customer to run extended self test (est) and short self test (sst) and report back the results. The customer called back and had run est. The unit was failing block wye. The customer advised does not hear blower. The remote manufacturer's service technician conferenced in senior technician who advised to open the unit up, measure the black and red wire on the green connector of the blower motor. If the results are 29 voltage (v) then suspect the blower motor controller (bmc) or blower assembly, but if the unit does not read 29v, suspect the power supply. The customer verified the blower was not running, no voltage to the bmc and found fuses blown on the power supply. The service technician advised to check the wiring from the power supply to the bmc, then to the blower and also to the hour meter making sure all connections are tight. Advised to replace the fuses and run the blower. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
The customer replaced the fuses in locations f1 and f2 on the power supply to correct the issue. Based upon the information provided, the root cause could be determined to be blown fuses in the power supply assembly. The fuses were not returned for failure investigation so it could not be verified.